Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line, complete clip detachment, resistance during removal, and septal damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 2+. The second clip delivery system (cds) was advanced to the mitral valve. Deployment was started. During lock line removal, after one end was inside the lever, resistance was noted. The lock line was attempted to be pulled further, but it could not be removed and a knot was suspected. The lock line was left in place and the deployment was continued. The gripper line was removed and the clip was successfully deployed. While gently and slowly removing the curves on the cds, the clip completely detached from the leaflets, was fully inverted and in the left atrium (la). As the clip was fully inverted, it was not possible to retract it into the steerable guide catheter (sgc). The sgc was retracted to the right atrium (ra). The clip was attempted to be retracted to the ra, but stuck on the septum. A snare was advanced in an attempt to retrieve the clip, unsuccessfully. The sgc was pushed back to the la and the lock line was pulled to retract the clip tight against the sgc tip. The system was retracted to the ra with resistance. The clip was then retracted through the venous system and snared at the groin with hemostats. A small slice was noted in the septum due to the interaction with the clip; however, no treatment was performed. One clip was implanted, reducing the mr to 2+. The patient was stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported knot and inability removing the lock line were confirmed. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment as these were related to patient/procedural conditions. The reported clip being inverted after detachment from leaflets and complete clip detachment (ccd) were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The ccd was a result of troubleshooting maneuvers (pulling on the lock line) of the inability to remove the lock line and removing the clip delivery system (cds). The difficulty removing the clip from the anatomy was due to the fully inverted clip as the opened clip arm can catch onto the anatomy. The investigation was unable to determine a definitive for the reported clip inverted after detachment. The patient effect of atrial perforation was due the interaction of the clip and septum. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.